Event description:
It was reported that the scope is not showing a picture when connected to the tower. The issue occurred half way during an unspecified procedure. The device was replaced and the intended procedure was completed with no patient harm reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device (scope) was received and evaluated. Customer did not return the tower where the scope was plugged as no issue was found when inspected by the facility biomed. The device evaluation noted the customer reported issue was not able to be duplicated. : device evaluation found image appears to be normal. Oes image centering normal, evis image fog test passed. Us image found with zero full broken elements. In addition, during evaluation, the scope was opened and scope connector found no sign of fluid invasion or corrosion. Device evaluation findings found the customer reported issue was not able to be duplicated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As the failure could not be duplicated and no fluid invasion (that could have caused an image failure) was found, the cause of the failure could not be determined. Olympus will continue to monitor the field performance of this device.